Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported that a vesica sling system (MFR report #3005099803-2013-07240) and a protegen sling (MFR report #3005099803-2013-07241) were implanted into the patient on (B)(6) 1999. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.